Manufacturer narrative:
Evaluation method - device history record review. Results - no similar defect was reported during the manufacturing or packaging processes of this lot. Conclusions: device not returned, no eval will be performed, no source of failure can be determined without defective sample. CAPA (B)(4) was issued to address issue.

Event description:
The event is reported as: the staples would not release correctly. No pt injury reported.